Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("skin rashes"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the rash had resolved. The reporter considered medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op/ my surgery is 12/19') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("skin rashes") and contusion ("bad bruising - I wake up with all kinds of unknown ones"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and contusion outcome was unknown and the rash had resolved. The reporter considered contusion, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from case (B)(4) was transferred to case no (B)(4). Reporter, event term updated and reference added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("skin rashes") and contusion ("bad bruising - I wake up with all kinds of unknown ones"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and contusion outcome was unknown and the rash had resolved. The reporter considered contusion, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: contusion event was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op/ my surgery is (B)(6) 2019') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("skin rashes") and contusion ("bad bruising - I wake up with all kinds of unknown ones"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the rash and contusion had resolved. The reporter considered contusion, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Outcome of event contusion was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 months post-op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("skin rashes") and contusion ("bad bruising - I wake up with all kinds of unknown ones"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and contusion outcome was unknown and the rash had resolved. The reporter considered contusion, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.